Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR# 2249697-2010-00832.

Event description:
It was reported that the units were jamming.